Manufacturer narrative:
A cardioquip customer requested an internal water pathway replacement due to suspected contamination. Following test results outside of cardioquip specifications, cardioquip began the repair. Once the device has undergone repair, it will be returned to specification.

Event description:
A cardioquip customer requested an internal water pathway replacement due to suspected contamination. Cardioquip performed hpc testing before the internal water pathway replacement and received hpc results outside of cardioquip specifications for water quality on 03/24/2026.